Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the battery failed while monitoring a patient. When the user switched on the monitor and inserted the battery, the monitor shut off. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the battery failed while monitoring a patient. When the user switched on the monitor and inserted the battery, the monitor shut off. The device was in use on a patient and there was no adverse event to patient or user. One battery was returned to the philips failure analysis lab for failure analysis. The reported problem was verified. The battery was unable to charge either in heartstart mrx device or cadex charger. Battery failed to trickle-charge in cadex charger and yielded error: ¿fail 160 - bad fuse or driver¿. Battery is faulty. Battery will be sent to great batch (vendor) for further investigations.

Manufacturer narrative:
Update: the rtv (return to vendor) status of this battery is no longer considered. It has been determined that the battery has a gas gauge corrupt, therefore faulty. Customer resolution and conclusion: the battery was found to be faulty. The battery was sent from the failure analysis lab to the vendor for further investigation. A replacement battery was sent to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.